Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and low battery alarm. The customer¿s blood glucose level was 150 mg/dl. The customer was assisted with troubleshooting for low battery alarm and was stated that they annoyed to go through rewind fill tubing process every time. The customer was declined to troubleshoot for high blood glucose and bent cannula. The insulin pump will not be returned for analysis.